Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the blood glucose (bg) value into the carbohydrate field on the bolus screen instead of the bg field, and delivered the bolus. When the customer realized the error, the customer drank juice. Customer's bg level was 150 mg/dl at the time of the report and was reported as feeling fine.